Event description:
It was reported that the lid on the system 7 small aseptic housing broke off during processing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the lid on the system 7 small aseptic housing broke off during processing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, lid broke off, was confirmed. The engineering technician was able to observe the reported comment, as the lower battery housing was found to be fractured. The device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.